Manufacturer narrative:
The pump powered up properly after battery installation. No delivery anomaly, failed battery test or hardware low level failures noted. The pump passed the displacement test, rewind test, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement, active current measurement and self test. However, pump error 63 was found in formatted history file due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm during the self-test. The customer was able to clear the alarm and able to complete rewind. The self-test passed. The customer also reported that the insulin flow blocked alarm and the battery failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.